Event description:
It was reported that the product seemed to fail as there were overpressure alarms and solution leaked from the filter. There was unknown patient involvement.

Manufacturer narrative:
B3 - date of event - unknown.h3 and h6 ¿ updated.this file was originally incorrectly filed under registration number mrn 3012307300-2026-02305. The date of that submission was 11-mar-2026.no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.